Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of skin tags was exacerbated by the lifevest equipment. The nurse reported skin irritation under the lv. The nurse also reported that patient has skin tags under the breast and lv is irritating the skin tags and making it raw. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.